Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the device was routinely sticking onto tissue. It was replaced by same device but it still had the same issue. The surgeon removed the device from the tissue with a combination of manipulating the instrument and pulling off the tissue using another grasper. A third same device was used and it worked successfully. No patient injury.